Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in? Can you please clarify what was meant by, ¿the staple part did not operate as intended while clamped on an artery as designed?¿ when the staple part did not operate as intended, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the staple part did not operate as intended, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Procedure was - partial nephrectomy. The staple line was not complete on the device's fourth firing with the white cartridge. There were malformed staples. The tissue was standard tissue and was not thick. The cut line was complete. There was an unknown amount of blood loss that was controlled by clamping and clipping the affected area. It is unknown if a blood transfusion was required but clips were used to control the bleeding. No buttressing material was being used. Procedure was completed with another device of the same product code. Procedure was only extended by a few minutes.

Event description:
It was reported that during an unknown procedure, the device was created to cut and staple. The staple part did not operate as intended while clamped on an artery as designed. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4): batch # n53a58. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 3/4 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape and no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.